Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-00886. It was reported the patient experienced ineffective stimulation due to lead migration (confirmed via x-rays). Reprogramming was tried to no avail. Surgical intervention was undertaken on (B)(6) 2017 wherein one of the leads was repositioned and the other one was explanted and replaced which resolved the issue. Reportedly, effective stimulation was restored postoperatively. It is unknown which lead was explanted and replaced. Therefore both are being reported as explanted.